Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, serial/lot #: (B)(4). The unique identifier was not available at the time of the event. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software is under investigation at this time. The manufacture date was not available at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the site was unable to register during the procedure. They were doing three point tracer and were able to collect the first point, but when trying to collect the second point, the software would not collect and instead would show an instrument verification message. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.